Event description:
The customer states that during use on a patient, the patient experienced internal bleeding. The patient is predisposed to bleedings but it is unknown what causes the patient to be predisposed. There were 3 chamber markings on the patients leg from the sleeve but the sleeve information is unknown.

Manufacturer narrative:
An investigation is currently underway. Once completed an investigation will be provided.

Manufacturer narrative:
An investigation of product scd 700 compression system for the reported condition was performed on (B)(6) 2015 by (B)(6). A review of the information in the complaint file indicates this investigation was performed by an international covidien service center for the reported condition of; patient experienced internal bleeding while using the unit. Therefore, this report will be based on information provided by the service center. The unit was triaged and the complaint could not be confirmed. The reported condition could not be duplicated after triaging the unit. The unit passed all testing and visual inspections. Product scd 700 compression system was manufactured in 2013.